Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a follow up. Upon review, it was noted that the right atrial lead exhibited oversensing noise resulting in inappropriate automatic mode switch (ams). No intervention was performed; the lead will continue to be monitored. There were no patient consequences.